Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The caller had questions about bolus wizard feature. The caller stated that the hospitalization was user error and didn't feel the need to troubleshoot the insulin pump. Nothing further was reported.